Event description:
It was reported that the insulin gauge on the pump provided incorrect readings, leading to difficulties in determining when to replace the cartridge. The customer was required to place 150 units of insulin, but the pump incorrectly displayed only 60 units, resulting in unexpected cartridge changes. There was no adverse impact to the customer¿s blood glucose level. The customer chose to keep extra supplies on hand due to the issue and declined further troubleshooting assistance.